Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: suture mislocation. Time of malfunction: during vessel closure. Symptoms/ae: sutured back wall. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the suture was deployed it caught the back wall of the artery and sutured the back wall to the front wall, creating an occlusion of the artery. The patient was sent to a vascular surgeon who performed a small cut-down procedure to remove the sutures and repair the artery. There were no adverse patient sequelae reported. Though requested, no additional information was available.